Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, the device staples were not found completely formed in b-shape on lung tissue. Did not require further surgical intervention., but patient had to stay longer in hospital, but not directly related to this incident. Stapler was reloaded, according to surgeon. Not noted how the case was completed.